Event description:
"A (B)(6) male pt's wife contacted zoll customer support to that his battery charger would not power on." The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.